Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.005.522s, lot: 4l79243, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: may 24, 2019, expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for subtrochanteric fracture with the tfna and the locking screws. On (B)(6) 2019, the patient underwent revision surgery because of the infection. During the surgery, the surgeon didn¿t remove the implants because he found that the intraspinal inflammation didn¿t occurred. The surgeon washed the implants and closed the incision. The surgeon commented that the patient status was originally bad, and the event was not caused by the products. The patient got dialysis and had some disorder. The surgical delay is unknown. This is report 3 of 4 for (B)(4).